Event description:
The facility's biomed reported a infusion with an 812:02 failure code. The rep stated that the pump was in use on a pt when the failure occurred. They have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, medication involved, tubing product code, infusion rate or set up of the infusion device.